Event description:
The customer advised a mindray clinical representative that while moving an as3000 anesthesia machine between rooms at the hospital, a caster mount broke. No injury was reported.

Manufacturer narrative:
Mindray ds USA, inc. Identified an issue with the die cast of the aluminum caster mount. We have initiated a field correction to replace the affected caster mounts. FDA's (B) (4) office has been notified. They have not yet advised us of the identification number associated with this field correction. The customer was advised of the action via customer notification letter dated march 5, 2010. All of their as3000's were upgraded for the field correction on april 5, 2010.